Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿pain¿ and ¿material sensitivity reactions.¿ the following sections could not be completed with the limited information provided. Initial reporter address, phone - unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, the patient's legal counsel further reports patient allegations of pain and elevated metal ion levels. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.